Event description:
A user facility's biomedical technician (bmt) reported that a fresenius 5008x bloodline was missing the blue clamp and had air in the line during a patient¿s hemodialysis (hd) treatment. The machine, a 5008x hemodialysis (hd) machine alarmed appropriately with an "air detected below venous chamber" alarm. Air was visible in the line below the venous chamber. The patient's blood was not returned following the incident. The patient¿s estimated blood loss (ebl) is unknown. It was reported at intake that there was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies.it is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: b5, d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During disinfection and preparation for analysis, no leaks nor any additional abnormalities were identified upon further inspection. A visual inspection was performed and revealed that the blue clamp assembled from the venous main line to the chamber was missing. No other issues were found in the remaining components of the set. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a fresenius 5008x bloodline was missing the blue clamp and had air in the line during a patient¿s hemodialysis (hd) treatment. The machine, a 5008x hemodialysis (hd) machine alarmed appropriately with an "air detected below venous chamber" alarm. Air was visible in the line below the venous chamber. The patient's blood was not returned following the incident. The patient¿s estimated blood loss (ebl) is unknown. It was reported at intake that there was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies.the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.